Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to wear of the angle wire, the play of the up/down knob was out of the standard value, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesive around the objective lens was peeled, and the grip had a scratch. In addition, the protector of the universal cord on the scope connector side had a scratch, the connecting tube had a scratch, the switch 4 had wear, the scope connector had a scratch, the universal cord had a scratch, and the switch 1 had a scratch. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The adhesive on the bending section cover had a white-clouded area, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, the control unit had discoloration, and due to adhesive peeling around the objective lens, a streak of flare appeared in the image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.